Event description:
Reportedly, after implanting the pacemaker involved in this MDR report, a post-implant check was operated. It was observed high impedance at ventricular side (>3000 ohms) with sensing failure and pacing failure. At implant, clicking sound at both sides were confirmed; however, lead pull test was not operated. Further attempts to reconnect the leads did not change the results. The pacemaker was finally not implanted and returned for analysis. Another reply pacemaker was successfully implanted.

Manufacturer narrative:
Conclusion: it was reported that during the implantation procedure, the ventricular lead was fully inserted in the port and there was clicking sound at screwing; however, pacing/sensing failure and high impedance was observed at ventricular level; review of the log file date 12/02/2008 showed high impedance at ventricular level; the pacemaker operation was correct and within specifications when returned: electrical and mechanical characteristics are within specifications; in addition, the analysis of the returned product did not reveal damages or anomalies on the connector components, it was also reported that no anomaly was found with the lead to explain a connection issue. The reported event remains unexplained; the device is retained in the returned product storage area.